Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1075140, medical device expiration date: 2021-10-09, device manufacture date: 2021-03-16. Medical device lot #: 1047517, medical device expiration date: 2021-08-27, device manufacture date: 2021-02-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using xpert and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "[customer] reported this morning that bd max missed 2 positives yesterday."

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using xpert and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "[customer] reported this morning that bd max missed 2 positives yesterday,"

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1075140 was performed by the review of the manufacturing records, retain material testing, analysis of the customer¿s data and verification of complaints history. Although the complaint was filed for lot 1075140, analysis of the customer data revealed two lots of bd sars-cov-2 reagents for bd max¿ system were used (1075140 and 1047517) to test the suspected false negative sample. Thus both lots were investigated. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lots 1075140 & 1047517 were manufactured according to specifications and met performance requirements. The retain material of bd max sars-cov-2 reagents from lots 1075140 & 1047517 were tested and gave expected results with normal amplification curves. The customer complained about 2 samples, from the same patient, which gave negative results with the bd sars cov-2 assay but tested positive with 2 other assays (seegene and genexpert). Two runs were received for analysis and manual pcr curve adjudication was conducted. The first run (run 694) was performed on 2021-07-15, using 200¿l of sample volume which is not the recommended sample volume of 750 ¿l described in the instructions for use (off label use). The customer also did not use the recommended udp settings. The endpoint threshold limit for n1 and n2 targets were modified, as well as other parameters. These changes in the udp settings are also considered off-label use of the product. Those two off label uses combined could likely cause a lower sensitivity of the assay. Customer should set-up the udp using the recommended settings to ensure adequate performance of the assay. Manual pcr curve adjudication showed no amplification of both n1 and n2 targets for samples 6705 and 6690, identified in the complaint by the customer. Customer and bd representative had discuss the fact that customer was testing in off label manner. The customer thus retested the samples the day after (on 2021-07-16), using the recommended sample volume and udp settings, on a new sbt. Both retested samples gave negative results and analysis of the curves showed no amplification of either n1 or n2 targets. No information was provided to know whether or not the repeat test or the test done with other platforms was done on the same samples or on new patient samples. Moreover, we have no information about the time the sample was kept in the transport media for the repeat testing, which could have an impact on the results. The samples were tested with two other assays (seegene and genexpert). Customer provided result metrics of these other tests, showing late positive results. These results strongly suggests that the patient sample was a low positive sample. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 1075140 & 1047517. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.